Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode while exercising. A device interrogation was performed where normal device function was noted. Of note, thresholds were not assessed. There were no additional adverse patient effects reported. The device remains in service.